Event description:
During a robotics hysterectomy case, operating room table spontaneously rotated 60 degrees left lateral. No immediate cause was recognized. The table was taken out of service. Diagnosis or reason for use: surgical procedure.